Event description:
It was reported that the pt is experiencing pain and having a problem placing weight on her right leg. Pt is also reporting inflammation and fluid in her hip and an elevated cobalt level. Pt states that surgeon is recommending revision surgery.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.